Event description:
It was reported that, "during a surgical procedure, one jaw of the grasper broke off. The piece was retreived, surgical time was extended, however, no pt injury was reported and the procedure was not reported to the altered".